Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209647478, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported on (B)(6) 2015, the patient had good motor function response. On (B)(6) 2015, they found the external neurostimulator (ens) on off mode and the patient had no improvement of symptoms. They restarted the same day. On (B)(6) 2015 the ens seemed to not be working yet; it was thought the battery was empty and there was a possible connection problem. On (B)(6) 2015, there was a change of battery and the patient was hospitalized for a day. On (B)(6) 2015, the patient was provided a new ens and she would be reviewed in three weeks for implant. On (B)(6) 2015, there was a functional failure and explantation occurred on (B)(6) 2015. The investigator assessed the event as linked to the device. Relevant medical history included fecal incontinence since 2013 due to post-op trauma. Follow up is being conducted to determine the cause of the connection problem and functional failure. If additional information is received, a follow-up report will be sent.